Event description:
.

Event description:
It was reported that the device had reached elective replacement (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis revealed weekly battery voltage trend data shows minimum battery voltage equal to 2.93 to 2.622 volts between (B)(4)-2012 and (B)(4) 2013 is just before device recommended replacement time (rrt) less than or equal to 2.6251 volt. The device was returned and analyzed. Analysis revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).